Event description:
During remote follow-up, low pacing impedance was observed on the left ventricular (lv) lead. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was stable in condition and the physician elected to continue monitor the patient.